Event description:
I had breast implants manufactured by allergan about 5 years ago. They have had to be replaced 3 separate times due to the implant leaking. I have had to pay for a total of 4 surgeries when I shouldn't have had to. I believe the product was faulty and they replaced the implants with same faulty implants. I have missed work, suffered pain and had to pay over (B)(6) out of pocket to get the implants replaced. Each time the plastic surgeon stated that the reason the implants failed was due to a leak where the implant is filled up. I have had surgery 4 times over the past 5 years to replace the faulty/leaking implants. Dates of use: #1: (B)(6) 2005 - (B)(6) 2008, #2: (B)(6) 2007 - (B)(6) 2010. Diagnosis or reason for use: cosmetic.